Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracic procedure, the device did not work 3 times. Stapler was able to fire by just one time about 1.cm then for the second press it goes to 3cm and then cracked sound was heard. New device was used to complete the case. There was no patient injury.